Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). Device labeling addresses: there have been concerns raised regarding potential damaging effects on children born of mothers with implants. A review of the published literature on this issue suggests that the information is insufficient to draw definitive conclusions.

Event description:
Patient reported having a child born with a neurological disorder, specified as autism. Event is not side specific. This record is for the right side. There is no diagnosis date or treatment information. The patient's device remains implanted.